Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing device manufacture date. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the patient's data was imported and the screen of the computer froze after it was left for a while. The issue occurred frequently. After forcibly shutting down and restarting the computer every time, it operated normally after that. No patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that when the system started, it became unresponsive soon afterward. The issue occurred repeatedly. The computer was replaced and the system began functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.